Event description:
Note: the date of event is unk. It was reported to boston scientific corp in 2008 that an extractor rx retrieval balloon was used in an endoscopic retrograde cholangiopancreatography, ercp. According to the complainant, when the staff nurse was trying to flush contrast (radiopaque dye) through the device, the flow was occluded. There was no product contact with the patient. It was further reported that the procedure was completed with a second extractor rx retrieval balloon device. There were no reported complications associated with this event.

Manufacturer narrative:
The lot number was not provided by the user facility, therefore, the device MFR date is unk. The suspect device has not been returned for evaluation; therefore, the relationship between the device and the cause of the reported malfunction is undetermined. The april 2008 15-month g.I. Retrieval balloon product family complaint trend report, inclusive of all failure modes, was reviewed, no unfavorable trend was noted.